Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer was advised to remove the battery and insert new aa battery. The customer stated the insulin pump does not start.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and was monitored for 24 hours and no blank display anomalies noted. The operating currents are within specifications and passed self test and displacement test. The insulin pump was received with minor scratched lcd window and case. The insulin pump was missing the battery cap metal contact.